Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed two (2) creases in the anterior aspect. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 170cc, catalog number: 3507170mc, serial number: (B)(4), lot number: 6838293. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 170cc and experienced rupture and capsular contracture baker grade unknown on the right side. As a result, the patient underwent removal on (B)(6) 2019.